Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing leading to inhibition of pacing was observed on the right ventricular (rv) lead. The patient had a 7 second episode of asystole. The rv lead was repositioned to resolve the event. The patient was stable and there were no adverse consequences.